Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that the needle length on a 0.5 ml bd ultra-fine¿ ii short needle insulin syringe was measured to be longer than 5/16". There was no report of injury or medical intervention.

Manufacturer narrative:
Results - customer returned 12 loose syringes without any packaging. All returned syringes were tested and all were found to be 12.7mm x 30g syringes. The reported catalog number states that the syringes should be 1/2cc, 8mm syringes. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion - complaint unconfirmed. Without any packaging returned by the customer, it is difficult to determine what catalog and lot number the returned syringes came from.